Event description:
It was reported that stent damage occurred. The 80% stenosed, target lesion was located in the proximal end of right coronary artery. A 3.00x24mm promus element plus drug-eluting stent was advanced for treatment. However, it was noticed that the surface of the stent struts were lifted up. The device was removed, and the procedure was completed with a different device. There were no patient complications, nor injuries reported, and the patient's status was stable.

Manufacturer narrative:
Device evaluation by MFR: promus element plus,mr,ous 3.00x24mm stent delivery system, catheter was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage on the entire length of the stent with struts lifted and pulled out of place. As it was not possible to measure the stent outer diameter due to the extent of the stent damage a review of the manufacturing stent profile data was performed. The stent outer diameter at the time of manufacture was 0.0422. This is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, target lesion was located in the proximal end of right coronary artery. A 3.00x24mm promus element plus drug-eluting stent was advanced for treatment. However, it was noticed that the surface of the stent struts were lifted up. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.